Event description:
Additional information was received that the patient was recovering well from the procedure. The m1 segment vasospasm and blood flow slowed down which were relieved after intracatheter administration. Resistance occurred at the hub, it could not be introduced into the lumen. There was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was damaged and could not be introduced to the microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured left clinoid artery segment aneurysm with a max diameter of 6mm and a 5mm neck diameter. The landing zone was 3.5mm at the distal end and 4.1mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with 6mm diameter. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was significant retention of contrast agent. It was reported that the device was hydrated according to the standard procedure. The device was delivered to the designated position through the catheter marksman. The microcatheter was retracted, the tip of the stent was exposed, and the tip of the stent was opened well. When pulling back and anchoring, it was found that the blood vessels were spasm. After careful observation, it was found that the tip of the stent was frizzy. It was worried about postoperative ischemia, so replaced with a stent, and the operation ended smoothly. Additionally, it was stated that after normal hydration of the catheter, the tip of the catheter reached the m2 segment smoothly under the traction of the micro guide wire. After the ped was hydrated, the ped could not be introduced into the microcatheter. After taking out the ped from the y valve, the ped could be easily pushed out of the protective sheath. After repeated attempts, the ped could not be introduced into the marksman. After replacing with a catheter, the ped could be successfully introduced into the blood vessel. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were pr epared as indicated in the IFU. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis #705404295:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), pin gauge sets (m-84082, m-84081), 0.0265¿ mandrel drawing(s) referenced: dwgsfa55xxx-xxxx rev. Q as found condition: the pipeline flex device and marksman micro catheter were returned for analysis within a shipping box; within two individually sealed biohazard pouches, within their opened inner pouches and within their dispenser coils. The already deployed pipeline flex braid was returned unprotected on its dispenser coil. Visual inspection/damage location details: the interior of the hub was found damaged and partially occluding the inner diameter. No damages or irregularities were found with the marksman micro catheter body, distal tip or marker bands. No damages were found with the pipeline flex proximal pusher. The hypotube was intact and unstretched and ptfe shrink tubing was found undamaged. No damages were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The distal/proximal dps restraints and dps sleeves were found undamaged. The tip coil was found undamaged. Both braid ends were found fully opened, damaged, and frayed. Testing/analysis: the marksman micro catheter total length was measured to be ~159.5cm and the usable length was measured to be ~151.9cm, which is within specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). The inner diameter was measured to be 0.027¿at the distal end, which is within specification; (specification: 0.027¿ ± 0.001¿). The inner diameter of the hub was reduced to 0.024¿, which is no longer within specification. The catheter was then tested by running an in-house 0.0265¿ mandrel into the hub and it failed to pass through the hub/catheter lumen junction. The pipeline flex device could not be used for resistance testing as the braid was already deployed. Conclusion: based on the analysis findings, the customer report of ¿stuck in catheter hub¿ and ¿catheter resistance at hub¿ were confirmed. The found damage to the hub is the cause of the damage. The cause of the hub damage could not be determined. There is a potential that the issue is caused by a potential manufacturing issue, therefore a DHR review will be performed. The customer report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damaged during return shipping as the already deployed braid was returned outside of its protective dispenser coil or introducer sheath. Ngod10 2023-03-24 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.